Event description:
As reported, the 5f tempo sim 3 contrast tube was twisted and controlled with difficulty. After repeated twisting and controlling, it was found that it was difficult to manipulate the tube, and the loach guidewire could not be passed. Contrast could not be used/done. Fluoroscopy showed the catheter was fractured, and the angle of the fracture was improved after reversal of rotation. The unknown wire passed through and withdrawn from the catheter without any difficulty. That is when it was noticed that the tempo catheter was partly fractured in vitro. The patient was not in any discomfort during the process and no harm was caused. The patient¿s right subclavian artery was twisted into an angle with the aortic arch. Additional information and device return was requested; however, neither were not obtained after multiple attempts made. The hospital reported this case as an adverse event to the china nmpa directly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received. As reported, the 5f tempo sim 3 contrast tube was twisted and controlled with difficulty. After repeated twisting and controlling, it was found that it was difficult to manipulate the tube, and the loach guidewire could not be passed. Contrast could not be used/done. Fluoroscopy showed the catheter was fractured, and the angle of the fracture was improved after reversal of rotation. The unknown wire passed through and withdrawn from the catheter without any difficulty. That is when it was noticed that the tempo catheter was partly fractured in vitro. The patient was not in any discomfort during the process and no harm was caused. The patient¿s right subclavian artery was twisted into an angle with the aortic arch. Additional information and device return was requested; however, neither were not obtained after multiple attempts made. The reported ¿catheter (body/shaft) cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Factors such as vessel anatomy could be a contributing factor. The reported twisting of the right subclavian artery into an angle with the aortic arch could have could have contributed to the difficulty maneuvering the catheter. Consequently, the additional force and manipulation may have also been a contributing factor the reported event. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 5f tempo sim 3 contrast tube was twisted and controlled with difficulty. After repeated twisting and controlling, it was found that it was difficult to manipulate the tube, and the loach guidewire could not be passed. Contrast could not be used/done. Fluoroscopy showed the catheter was fractured, and the angle of the fracture was improved after reversal of rotation. The unknown wire passed through and withdrawn from the catheter without any difficulty. That is when it was noticed that the tempo catheter was partly fractured in vitro. The patient was not in any discomfort during the process and no harm was caused. The patient¿s right subclavian artery was twisted into an angle with the aortic arch. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.